Manufacturer narrative:
Author information: jain s, et al. Outflow graft narrowing of the heartmate 3 left ventricular assist device, transplant & mechanical support research/ volume 115, issue 5, p1282-1288 . Https://doi.org/10.1016/j.athoracsur.2021.12.014. New york presbyterian, columbia university medical center. Specific patient information (a1-a4) and device serial number (d4) are documented as unknown. Device was implanted at time of event. Date of event (b3) is approximate as the data were collected between november 2014 and july 2019. Manufacturer's investigation conclusion: evaluation of the computed tomography (CT) images provided in the submitted article confirmed extrinsic outflow graft obstruction (eogo). A direct correlation between this finding and the reported patient outcome could not be conclusively determined through this evaluation. The literature review contained a figure featuring several computed tomography (CT) images from multiple case studies. One of the images titled "total occlusion" showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The extent to which the outflow graft was obstructed could not be conclusively determined through this evaluation. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may have been associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The device history records could not be reviewed as the heartmate 3 lvas device serial number as well as other specific case/patient information are not available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03928. It was reported through the research article titled ¿outflow graft narrowing of the heartmate 3 left ventricular assist device¿ identifying heartmate 3 may be related with outflow graft narrowing, outflow graft obstruction, infection, pulmonary embolism, aortic dissection, cardiac thrombus, aortic thrombus, pericardial effusion, transcatheter aortic valve replacement, heart transplantation, and death. This retrospective cohort study used data from the electronic medical record and imaging systems of new york presbyterian, columbia university medical center, and evaluated imaging from patients who were implanted between november 2014 and july 2019 and evaluated all subsequent CT imaging up to july 2020. From the total of 165 hm3 patients, outflow graft narrowing was present in only 15. One patient had complete obstruction requiring emergency explantation surgery, whereas 14 patients had a median hypodensity of 4.5 mm. The presence of outflow graft narrowing was significantly associated with a longer duration of lvad support. 1 patient died of complete obstruction. Lv unloading (mean percent decrease in lv end-diastolic diameter at time of CT imaging vs pre-lvad) was 16.7% vs 17.7% in patients with and without narrowing, respectively.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.